Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A hospital service technician reported that the power switch of the illuminator module did not work before a procedure. The following procedure could be completed without patient harm. Additional information has been requested.

Manufacturer narrative:
Evaluation summary. The system was examined and the reported event was replicated. The illuminator printed circuit board (pcb)/cable interface was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to the illuminator printed circuit board (pcb)/cable interface. However, how or when the part became nonconforming cannot be determined. (B)(4).

Event description:
Additional information provided by a company representative. The issue was reported during preventive maintenance. The hospital technician reported that the system had power on/off issues occasionally.